Event description:
Device 1 of 4 reference MFR report #s: 1627487-2014-00401, 1627487-2014-00402, and 1627487-2014-00403. The patient's (B)(6) therapy system included four percutaneous leads from these different lots and two anchors from the same lot. It was reported the patient's therapy system was explanted due to lack of efficacy and dissatisfaction with the sensation the stimulation produced. Prior to the procedure, the patient reported intermittent discomfort at the anchor sites. The physician stated the decision to explant was elective. Product malfunction is not suspected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.